Event description:
Hospital conducted a culture test on an olympus bronchoscope that reportedly had been processed in the steris system 1 processor. Results of the culture revealed methicillin resistant staphylococcus aureus on an inner tube of the scope. The hosp considered system 1 as a possible cause.